Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the cannula blew off the syringe; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During the initial phase of the procedure the surgeon went to inject lidophen with the anterior chamber cannula on a syringe and the cannula blew off and caused an hyphema. The surgeon came out of the eye and aborted the scheduled procedure, which was cataract extraction with intraocular lens implant left eye. They have since seen the patient post operatively and stated there was no harm and the procedure has been rescheduled.